Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user stated that routine skin care is performed as follows: smith and nephew no sting; applies adapt paste and washes with dove soap and rinse. Samples of sting free barrier wipes have been sent to end-user. It is reported that end-user saw dr (B)(6), md on the evening of (B)(6)2013, who diagnosed issue as an allergic reaction and cellutis. It is reported that dr (B)(6) prescribed a topical mupirocin; benadryl injection and doxycycline to treat affected site. Lastly, end-user was instructed to discontinue use of the smith and nephew no sting. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013.

Event description:
End-user reported burning pain and blisters located under wafer's mass within a few hours of trying new smith and nephew products; therefore, she went to the ER the next evening.